Event description:
A report was received that the patient had developed an infection at the lead site. Symptom includes drainage at the site. The physician believed that the patient¿s body may be rejecting the device. The cause of infection was unknown. The patient was prescribed oral antibiotics and was instructed on daily cleansing of the site. The infection was resolved as it was just superficial.

Event description:
A report was received that the patient had developed an infection at the lead site. Symptom includes drainage at the site. The physician believed that the patient¿s body may be rejecting the device. The patient was prescribed oral antibiotics and was instructed on daily cleansing of the site. The infection was resolved as it was just superficial.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.